Event description:
It was reported that a piece of the device fell off before the procedure. No patient involvement or procedural delays were reported with this event.

Event description:
It was reported that a piece of the device fell off before the procedure. No patient involvement or procedural delays were reported with this event.